Event description:
It was reported that approximately 12 months post-implant of an infrarenal aortic extension, a bifurcated device, and two limb extensions, a proximal type I endoleak was identified on a computed tomography scan. Reportedly, during the initial implant the infrarenal aortic extension was placed below an accessory renal artery to preserve it. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was not returned for evaluation. However, operative notes were provided for clinical assessment by clinical representative. Based on the review of the medical records, event information and manufacturing records, a root cause is unable to be determined; however, there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.